Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h11. Cvrx ID# (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. Days after implantation, the patient expired.

Manufacturer narrative:
Updated fields: a3a, a6, b2, b4, b5, g3, g6, h2, h6, h11. Cvrx ID # (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. On (B)(6) 2025, the patient expired. Per the opining of the physician, the cause of the patient's death was a respiratory arrest unrelated to barostim.